Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the pediatric patient experienced diabetic coma. The patient´s mother took a bg reading which was 0.2 mmol/l and the cgm reading was 3.1 mmol/l. The patient¿s mother called an ambulance, and the patient was taken to the hospital. At the hospital, the pediatric patient was treated with glucagon pen injection. The pediatric patient was discharged the same day, later in the afternoon at 4 pm. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and coma.